Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and dropped into stomach when they pulled the delivery device out. They placed another capsule on the same procedure and attached successfully. There was no patient and user harm and no intervention was required.